Manufacturer narrative:
At this time, the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device shocked the patient three times, not converting the arrhythmia. However, the fourth time, the arrhythmia was converted. The physician was planning to re-evaluate the defibrillation threshold for the patient. A technical services consultant discussed that the proximal coil was likely adapted to the sq patch, and if so, then using the right ventricular (rv) coil to right atrial (ra) coil configuration would shock from the rv to both the ra coil and the sq patch. It was also noted that at the initial implant of the device, the defibrillation threshold testing was 26 j, which would indicate a patient-related condition as to why the device provided four shocks to convert the patient. Additional information revealed that the patient later had a ventricular fibrillation (vf) event that broke on its own. The device was interrogated and the shocking lead impedance measurement was greater than 125 ohms. The vector was reprogrammed to rv coil to can with a shock impedance measurement of 74 ohms. No noise was observed on the shock channel and all other lead measurements were with in acceptable limits. A 1.1 j commanded shock was performed to test the shock impedance and it measured approximately 50 ohms, however, during the manual test, a few measurements greater than 125 ohms were observed. An invasive revision procedure was performed, and the device was explanted and replaced with a bi-ventricular device. New rv, left ventricular (lv) and ra leads were successfully implanted and the existing leads were capped. Additional information was received that the threshold measurements were increased and shock lead impedance measurements were greater than 125 ohms as a result of a lead fracture.